Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the prebypass filter had air reserve through it. There were two occurrences of this event. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.

Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. There were no visual defects on the part. The part was tested by priming the circuit to note any air reserves. Air was observed; however, this is an expected condition in circuit priming because air bubbles will become trapped in filter media and will rise to the surface once flow is stopped. Customer technique in routine priming will cause air bubbles when the flow is stopped. The complaint will be included in associate awareness training. No lot number was reported; therefore, no device history record review was performed. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and follow up. Note: all blank sections indicate unk data or info not applicable to this submission. (B)(4).